Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance measurements. Boston scientific technical services (ts) noted that the lead is single coil and due to that and how the low amplitude daily measurement test works it is not uncommon to have impedance trending with variability on the higher side of normal. Ts discussed the physician can deliver a shock to get the true impedance and suggested continuing to monitor the system. The system remains in service. No adverse patient effects were reported.